Event description:
Rptr had bilateral augmentation mammoplasty on 10/20/86; silicone gel implants were used. On 10/23/86 she had an evacuation of a hematoma which formed in the right breast. Approx 500 cc's of clotted blood was removed and implant reinserted as stated in surgeon's operative report. She underwent two subsequent surgeries on the right breast: an open capsular release on 4/15/87, (at which time the implant ruptured upon inspection by the surgeon), and evacuation of a hematoma on 4/18/87. She has had severe inflammation and joint pain in various body joints and was diagnosed with rheumatoid arthritis in march of 1988. Rptr does not know what became of ruptured implant.